Manufacturer narrative:
Site registered nurse (rn) declined to provide patient demographic information. On 09/04/2015 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Surgeon alleged not having accurate navigation for the axiem ventricular-peritoneal (vp) shunt. The medtronic representative tested the navigation system with axiem tracer on a demo model attempting recreate this inaccuracy, however, found the reported issue could not be replicated. Navigation with this system was accurate. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site neurosurgeon, alleging an inaccuracy occurred while navigating in a shunt placement procedure. No specific measurement of inaccuracy was provided. No further details were provided. Delay in therapy was greater than one hour before continuing. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.